Event description:
Two weeks after treatment with human collagen the patient experienced inflammation at the treatment site. The physician prescribed oral anti-inflammatories and hot packs for treatment of the signs and symptoms.